Manufacturer narrative:
The meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and a black spot/crack was observed on lcd. Lcd was replaced. All automated test results had passing results. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that two days prior to calling customer service on (B)(6) 2013 she was unable to calibrate her fs navigator continuous monitoring system. Customer further reported that on (B)(6) 2013, while she was sleeping, her husband noticed she was sweating and knew something was wrong so he administered glucagon and then transported her to her healthcare provider. Customer was diagnosed with hypoglycemia. No further treatment was undertaken. Customer also noted a reading of 15 mg/dl was received, but it is unknown on what meter this reading was obtained. There was no report of death or permanent injury associated with this event.